Event description:
The lay user/pt contacted lifescan (lfs) and alleged that his one touch ultrasmart meter was reverting to the set-up mode. Lfs was able to obtain further info from the pt. The pt reported that in the last two months approx, the meter has been intermittently reverting to the set up mode when inserting a test strip. In 2006, he was at his mother's house and was not able to be contacted by his partner. His partner got worried and went to the pt's mother's house at 3:30 pm, where the pt was found passed out on the floor. Just prior to passing out, the pt had not attempted to test on the meter and had not experienced symptoms (pt has autonomic neuropathy and has lost sensation to nerve endings). The pt is on an insulin pump and takes 1 unit of insulin (novorapid) for each 10 grams of carbohydrate he takes. On the day of the event, the pt had tested his blood glucose about 1 hour prior to passing out and the result was 8.0 mmol/l (144 mg/dl). He was not experiencing any symptoms at that time and had something to eat/drink, but he cannot recall as to what. The pt's partner attempted to use the reported meter while the pt was passed out, but the meter had reverted to the set up mode and could not be used. She called the ambulance and when they arrived, they tested the pt on their meter with a result of 1.2 mmol/l or 1.3 mmol/l to the partner's knowledge. The pt was injected with glucagon and was tested again on the paramedics' meter with a result of 5.7 mmol/l (103 mg/dl). The pt did not want to go to the hosp but he was feeling "rough like a hangover" and the ambulance left. However, 15 minutes later, the pt began to pass out again and the ambulance was called again. The pt was tested on the paramedics' meter with a result of 2.0 mmol/l (36 mg/dl) and was taken to the hosp. He was placed on IV glucose and released that same night. No test was attempted on the reported meter. During the time frame between the event and the call made to lfs the pt was just coping with the problem and was resetting the meter as required. Therefore, he had not called lfs right after the event. At the time of troubleshooting, the meter had not reverted to the setup mode. It was verified that there was no meter trauma and that the issue did not occur immediately after removing/replacing the battery. The pt was walked through resolving the issue, but it was not resolved.